Event description:
A malfunction alarm was reported during the load process of the pump, which resulted in cartridge alarms recurring even after attempting to load a new cartridge with proper technique. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was educated on the correct load procedure and agreed to switch to multiple daily injections (mdi) as backup therapy. Technical support decided to replace the pump and instructed the customer on how to store the malfunctioning pump and return it using a pre-paid label within ten days.